Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53 (software error detected ), keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1884l. Customer reported receiving a pump error. Customer reported a keypad anomaly and/or stuck button alarm. Buttons remained unresponsive after troubleshooting. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and the device was returned.

Manufacturer narrative:
The unit was able to pass the following tests: displacement test and self-test. The keypad was during testing. Successfully downloaded history files and traces using thump. No pump error 53 occurred during testing. Pump error 53 was present in history download on event date of 07/25/2024 file number= 0, line number= 0. P-cap was tested and locked into place properly. Pump was cut to perform visual inspection and found evidence of moisture damage on the force sensor. The following were noted during visual inspection: battery tube threads cracked, scratched case, cracked case (battery tube), broken belt clip rails, cracked belt clip rails, cracked case corner of belt clip rails, pillowing keypad overlay. Pump error 53 was confirmed due to hardware anomaly. Keypad unresponsive is not confirmed and responsive during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.